Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the ER after receiving a vibratory alert. Patient was asymptomatic. The device was found to be in backup vvi mode. A device download was performed successfully.